Event description:
The ge oec 9800 fluoroscopy sys reportedly had image quality issue where the brightness and contrast fluctuated. The procedure was completed without incident.

Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the error. The sys was extensively evaluated and the issue was suspected to be intermittent or procedure related. The customer would monitor the issue and was advised to contact svc if the image quality issue occurred again. The sys was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.